Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc - foreign matter. On (B)(6), 2025, medical personnel discovered foreign matter present in an indwelling needle during use. This situation posed a contamination risk, and the foreign matter could enter the patient's body, causing harm.

Manufacturer narrative:
1. DHR/bhr review(lot#5048552): 1)this batch of products were assembled at intima ii auto line 2 in mar 2025, and packaged at r240 package line in mar 2025. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received,the specific state and position of the foreign matter cannot be identified. 3. The retained sample of this batch is taken for appearance inspection, and no similar foreign matters were found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample is received for further examination and analysis,and the specific state and position of the foreign matter cannot be identified,so the specific source of the foreign matter cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.